Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii, against right side device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, an opening on radius, crease fold. Observed, 40 mm dark patch edge material inside gel device, and wear abrasion. A microscopic analysis was performed which identified, a crease sharp opening on radius and stress marks. Based on the device analysis, the final assessment is: a crease sharp opening on radius assessed, as fold flaw opening.

Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade iii against right side device. Device has been explanted and replaced.